Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting error 44510.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was missing the seal sticker. The investigation found that the pump displayed the reporter error on power up. The investigation determined that a faulty microprocessor unit board was the cause of the reported issue. The microprocessor unit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. Event problem and evaluation codes: updated after additional information received.